Manufacturer narrative:
Additional information was added to b3 and h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set was involved in an under infusion of medication to the patient. A spectrum iq infusion pump was set up with the access set to infuse 800ml out of a 1000ml solution bag; however, it was observed that approximately 600ml was left in the bag of 10% dextrose after therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.